Event description:
A customer reported that their elite meter using excel off brand reagent strips counts down and then read "lo" (less than 20 mg/dl). A blood glucose of less than 20 mg/dl is a serious condition. While on the phone a review of the system was conducted. Electronic checks were performed and were satisfactory. It was explained to the customer that co does not provide nor support the use of an off brand reagent. The customer was supplied with the correct reagent and was instructed to call co if any add'l difficulties were encountered. The complaint is considered closed for purposes of MDR.